Manufacturer narrative:
Investigation found that the guide catheter was not attached to the pull wire, was kinked and enlarged at the proximal end due to the pull wire cannula being pulled out of the guide catheter. The push catheter was also noted to be bent behind guide wire exit port and at approximately 68.5cm and 175cm from the distal end. A functional evaluation found the pull wire could be extended and retracted without resistance. The push catheter was cut to view the pullwire cannula assembly and the pull wire was noted to be bent. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013 in the common bile duct. According to the complainant, during the procedure, the stent was successfully deployed, however the physician noticed that something was left inside the stent. Physician checked again and confirmed that the guide catheter had detached and was left inside the stent. The broken guide catheter was retrieved with a grasping forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on (B)(6) 2013 in the common bile duct. According to the complainant, during the procedure, the stent was successfully deployed, however the physician noticed that something was left inside the stent. Physician checked again and confirmed that the guide catheter had detached and was left inside the stent. The broken guide catheter was retrieved with a grasping forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.